Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred in the pharmacy department during manual filling of the device using a syringe. The device was being filled with fluorouracil. There was no patient involvement. No additional information is available.